Event description:
Consumer called to report meter giving erratic readings. Analysis run on consensus error grid using average reading (201) as reference point vs. Bd readings (77, 324) yielded some data points in the c range of the grid, outside acceptable limits.